Manufacturer narrative:
Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, keypad flex connector and motor assembly not allowing unit to turn on or access to download. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, damaged display window cover, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and corroded battery tube. In conclusion, customer concern for blank display was confirmed due to moisture on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assemblies. Cosmetic damage confirmed where cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the home screen did not appear on the display, the pump was exposed to moisture, and a crack on the side of the battery. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1886 will be returned for analysis.